Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 400mg/dl. Customer indicated that the cannula was bent. Troubleshooting advised customer on proper insertion technique and customer understood and declined further troubleshooting.